Manufacturer narrative:
The device was not returned for evaluation therefore only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be reliably determined, as there is no way to reliably determine why the reported condition occurred. However product simulation/replication was performed by the manufacturing plant on a different lot kit for the same product family. Conclusion from possible replication: complaint is confirmed per the "functional analysis" performed on a like kit: if the customer does not fully incorporate the liquid in the syringe with the peg until it is a homogenous blend, then it will not be able to be drawn out of the vial and will cause the tips to get clogged.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a 206320 duraseal exact spine sealant system 3ml hardened to a light blue coating on the dura on (B)(6) 2019 they ended up using three duraseal. On the first package used, the blue liquid was inserted into the powder as directed and then completely solidified. The scrub nurse was unable to draw it back up into the syringe. The second and third duraseal were able to be drawn up and used on the patient but the product hardened to a light blue coating on the dura. The device was in contact with the patient with no known patient injury.